Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-04167 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-04166 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure as the first wire was being exchanged, part of the hydrophilic tip detached inside the bile duct. The detached component was not retrieved. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, during preparation, the hydrophilic coating was noted to be peeling, exposing the metal tip of the core wire. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-04167 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-04166 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, as the first wire was being exchanged, part of the hydrophilic tip detached inside the bile duct. The detached component was not retrieved. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, during preparation, the hydrophilic coating was noted to be peeling, exposing the metal tip of the core wire. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4). The reported event was that the device tip peeled, exposing the inner metal core wire. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the pebax section of the distal tip had detached, exposing the tip of the corewire. Additionally, there was no damage noted to the ptfe jacket and the outer diameter measurements are within the specifications of the device. The presence of adhesive remnants on the corewire indicate that the pebax was properly attached to the corewire. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage reported/found. Therefore, the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found.